Event description:
It was reported the device was explanted due to t-wave oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. Update: after this report was submitted on sept. 10, 2006, it was discovered the serial number had been incorrectly reported. It has been corrected, as well as the patient information that was initially reported. All other information remains the same.